Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. Perform functional test: passed relevant testing. Download and review receiver log: pass, symptoms on initializing screen without manual restart not shown in log. The reported event of initializing screen without manual restart was not confirmed during log review. A root cause could not be determined.